Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The patient's concurrent conditions included diverticular disease and endometriosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy, bilateral ureteral endoscopy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: surgical pathology report: cervix nabothian cyst, no dysplasia identified, myometrium adenomyosis, endometrium secretory pattern with degenerative changes present. Fallopian tubes meso-salpingectomy cyst. Post- operative diagnosis: small 2cm mass on descending colon(diverticula)endometriosis. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "pelvic pain ". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The patient's concurrent conditions included diverticular disease and endometriosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy, bilateral ureteral endoscopy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: surgical pathology report: cervix nabothian cyst, no dysplasia identified, myometrium adenomyosis, endometrium secretory pattern with degenerative changes present. Fallopian tubes meso-salpingectomy cyst. Post- operative diagnosis: small 2cm mass on descending colon(diverticula)endometriosis. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "pelvic pain ". Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diverticular disease and endometriosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy, bilateral ureteral endoscopy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter considered genital haemorrhage to be related to essure. The reporter commented: surgical pathology report: cervix nabothian cyst, no dysplasia identified, myometrium adenomyosis, endometrium secretory pattern with degenerative changes present. Fallopian tubes meso-salpingectomy cyst. Date of removal: (B)(6) 2020. Post- operative diagnosis: small 2cm mass on descending colon(diverticula)endometriosis. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "pelvic pain ". Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is retention case. All relevant information from duplicate deletion case: (B)(4) transferred to this case. Legacy device report number: 2951250-2020-15163 (medwatch 3500a MFR number). Reporter information, date of insertion added. Event: abnormal bleeding added. Rcc updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.